Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 75 mg/dl at the time of incident. The customer's mother stated that they tried changing the battery but the button error alarm would recur. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.